Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the cgm was displaying high and the patient had a migraine and felt shaky around 8:17pm. She took 1 tablet of rizatriptan 10mg for her chronic migraine. There was no finger stick reading taken when the cgm was displaying high. It was reported that there was no alert and no vibration from the mobile device. Around 8:27pm, the patient contacted her doctor and was advised to go to the emergency room. Her spouse took her to the ER and arrived around 9:00pm. While the cgm was still displaying high, the bg was 346 mg/dl. The patient was provided saline fluids, toradol, zofran and potassium. The patient was discharged at 2:00pm the following day. At the time of the report, the patient was doing fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. On 08/05/2025, the cgm was displaying high and the patient had a migraine and felt shaky around 8:17am. She took 1 tablet of rizatriptan 10mg for her chronic migraine. There was no finger stick reading taken when the cgm was displaying high. It was reported that there was no alert and no vibration from the mobile device. Around 8:27am, the patient contacted her doctor and was advised to go to the emergency room. Her spouse took her to the ER and arrived around 9:00am. While the cgm was still displaying high, the bg was 346 mg/dl. The patient was provided saline fluids, toradol, zofran and potassium. The patient was discharged at 2:00pm the following day. At the time of the report, the patient was doing fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.